Event description:
It was reported that during implant the physician was unable to implant the left ventricular lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.